Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 17736946. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18463484/18208930.

Event description:
It was reported that during an implantable pulse generator (ipg) upgrade, it was found out that two contacts on the lead had high impedances. After removing the extensions and putting the already implanted leads into the battery, more contacts were showing high impedances despite troubleshooting. The physician opted to retain the spinal cord stimulation as is. Representative was able to program around the invalid contacts and the patient was doing well postoperatively.